Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient was catherizing prior to evaluation and is still cathing after voiding. They don't feel stimulation so they were given assistance to increase to 5.0v where they encountered, "could not provide your desired settings" error message. Further assistance was given and they changed the patient to the right side at 1.5v where they felt stimulation. The next day, patient was cathing more than they were voiding and doesn't feel stimulation that much so stimulation was increased to 2.2v. On (B)(6) 2017, patient reports cathing more than they have been able to self void; even if they strain, the patient can't void on their own. The next day, the patient was on their left side and said they decreased stimulation to 0.8v because they were in pain; they also report being sore. Assistance was given and it was attempted to change the patient to their right side. However, they were unable to do at this time because they encountered, "could not provide your desired settings" error message. The troubleshooting was the call agency had the patient remove the batteries and turn the device back on. They were then on their left side at 5.2v where they could not go past or feel stimulation. Ultimately, the patient was unable to be changed to their right side. No further patient complications have been reported as a result of this event.